Event description:
A patient underwent a surgery in which seprafilm was used on the vaginal stump site of the left and right pelvic floor ¿around the aorta by open radical urgent total resection paraortic lymph node dissection¿. Approximately 20 days after the surgery, the patient was diagnosed with an infection and was subsequently hospitalized for the event. The infection was observed to be ¿on the part¿ where seprafilm was placed for adhesion prevention. A non-baxter product was used at the same time for hemostatic purposes. It was reported the seprafilm was placed on the non-baxter product as an adhesion prevention agent. Re-operation was performed 31 days after the infection was observed. The patient was discharged nine days later, ¿after recovering¿. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.